Event description:
On (B)(6) 2014, I switched my saline breast implants for allergan natrelle cohesive silicone gel because one of my saline implants had ruptured. By (B)(6) 2014, I was stricken with extreme muscle weakness and fatigue. Since then I've had horrible ringing in my ears, joint pain, vision problems, severe itching all over at times, breast pain, horrible brain fog, vertigo, heat intolerance, numbness in my toes sometimes, pain shooting down my arms and sometimes numbness on my left side, pain in my hands, increasing headaches and hormonal imbalance that put me into full blown menopause at (B)(6). I will explant soon in hopes my health improves because I was a healthy person with no health issues before implanting these toxic silicone implants into my body. FDA safety report ID# (B)(4).